Manufacturer narrative:
The customer's report was observed during the onsite review by a zoll representative. However, the device was returned to zoll medical corporation and put through bench handling and full functional testing without duplicating the report. The lcd color display was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the devices screen turned completely white and was illegible. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.